Event description:
This is being filed to report the clip failed efaa. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. While establishing final arm angle (efaa), the clip opened. The clip was not implanted and the cds removed. One clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The returned device analysis did not confirm the reported clip open during efaa. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on information reviewed and without a confirmed failure mode, a cause for the reported clip opening during efaa issue in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.